Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. The customer¿s blood glucose level was 11.4 mmol/l at the time of the incident. Customer state that they are not able to rewind the insulin pump. The insulin pump will be return for analysis.

Manufacturer narrative:
Unit alarmed pump error 38 during the rewind due to unlocked motor flex connector. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.